Event description:
It was reported to philips that there was an intermittent problem with the geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced geometry controller which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in planned non-emergency treatment when the issue occurred, and the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that there was problem with the geometry module. Analysis of the log file did not show any malfunction with the geometry module. During troubleshooting, the fse found that the geometry module 'accept' key was not working intermittently. The fse replaced the geometry module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.